Event description:
Boston scientific (bsc) crm received information that this dextrus lead had dislodged two days post implant. A revision procedure was performed, however, the helix did not appear to extend and the physician requested a new lead. No adverse patient effects were reported. The lead was not returned for testing. Therefore, bsc crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional details are received. All dates are provided by boston scientific. Berlin has confirmed that, despite the complaint mentioning that the lead was not returned, they do have it.